Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to hear any sound with the device. The external components were exchanged but the issue was not solved.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. Damages found to the active and reference electrodes during device investigation are most likely related to the explantation surgery. The investigation results appear to match the problems mentioned in the patient. This is a final report.

Event description:
The patient is no longer able to hear any sound with the device. Prior to this event, the patient reported hearing strange sounds coming from the device. There was no soreness or swelling at the implant site though the skin flap was observed to be thicker than average and the implant edges were palpable. The patient has been re-implanted.